Manufacturer narrative:
H.3. And h.6 - the factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
This defibrillator would not discharge via internal switched paddles. There was no report of pt involvement.